Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that when the patient presented in the operating room for atrial lead revision, decreased rv sensing amplitude was observed. The rv lead was explanted and replaced. The patient condition was stable after the procedure.